Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, but no significant deformations or damage were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 does not operate within the accepted tolerance in the horizontal position. The paedishuntassistant operates within the specified tolerances in the vertical position. An accelerated outflow of progav 2.0 could be determined. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found. Results: according to the investigation results, a non-adjustability and an accelerated outflow of the progav 2.0 were detected. The visible deposits have led to the functional deviations. Furthermore, we can determine visible deposits in the paedishuntassistant and the ped. Prechamber. The deposits had no effect upon the specifications at the time of the examination. The components operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The complained product was sent to the manufacturer and was investigated. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx439-t) was implanted during a procedure. According to the complainant, the progav 2.0 caused had adjustment difficulties. The reservoir and pressure regulating valve could be pressed but the pressure value could not be adjusted. The patient experienced subdural bleeding and ventricular narrowing. Following external drainage in (B)(6) 2024, the bleeding continued at a follow-up examination in (B)(6) 2025. The pressure regulator value was 12, but still could not be adjusted. On (B)(6) the patient was admitted to the hospital for revision surgery to replace the shunt tube. The complained product will be sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.